Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: no product was returned. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed to confirm the reported problem. If the product is returned at a later date, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported that while attached to the patient, the pump alarmed with downstream occlusion message displayed on screen. Switched to backup pump. Cassette and extension tubing remained the same. Pump began to work as intended after the exchange. Continuous infusion rate: 2.2 ml/hr. Total reservoir volume: 101 ml. Length of infusion: 46 hours. Lock level: locked. A cstd was used to fill cassette. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.